Event description:
It was reported that prior to an unknown procedure, the device was pre-fired and misfired. The device did not fire the clip. The device was not used in the procedure.

Manufacturer narrative:
(B)(4). The analysis results of the el5ml device found that it was received with a conforming clip jammed between the advancer and the clip track. This condition prevented the device from proper feeding of the clips. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling 4 malformed clips were found jammed between the jaws and the clip track. No further functional testing could be performed. Please note as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.